Manufacturer narrative:
Revision surgery planned for patient with a total knee implant. Revision is required due to injury sustained in an automobile accident. Review of the device history record indicates the device was manufactured to specification.

Event description:
Revision surgery is planned for patient with total knee implant. Revision is required due to injury sustained in an automobile accident.